Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a missing end cap sticker, minor scratches on the display window and a cracked reservoir tube lip. The max bolus was set to 25 units and cannot go over 25 units.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided with this report. The device was programmed with 10u bolus and monitored. The 10u bolus was delivered and recorded properly in bolus history screen. No bolus anomaly noted. The motor passed motor test and drive/motor was inspected and no drive/motor anomaly noted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 20mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. It was also mentioned that the customer believes the insulin pump delivered more insulin that programed. Advised to discontinue use of the insulin pump. No additional information was provided.